Event description:
It was reported that during the service evaluation process the tip was broken off. There was no associated procedure, adverse consequences, patient impact, or significant procedural delays associated with the event.

Event description:
It was reported that during the service evaluation process the tip was broken off. There was no associated procedure, adverse consequences, patient impact, or significant procedural delays associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.